Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to due to elevated impedances. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section b5 and section h6 device codes. This report contains additional information in section b5 describe event or problem and h6 device codes. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to due to impedance issues. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to due to elevated impedances. This lead was replaced and never in service. No adverse patient effects were reported. Additional information received indicated that the shock lead impedance measurements were greater than 200 ohms and all other lead measurements were normal. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to due to impedance issues. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements, measuring greater than 200 ohms. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This is a correction report. There was no allegation on left ventricular (lv) lead at all. It was not implanted due to patients anatomy, not cause of any issue with the lead. The impedance issues were on right ventricular (rv) lead. Updated the report to reflect rv lead and corrected codes. Correction made in section b5 describe event or problem, section d - suspect medical device, section h6 - impact codes and device codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.